Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. The associated investigation determined, that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined, that this type of event is likely, the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020, to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
This supplemental report is being filed, based on trend inclusion. And an updated evaluation conclusion code.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited an alert for a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). This resulted in the crt-p device automatically switching the rv lead from the bipolar to the unipolar pace and sense configuration. The rv lead is not a boston scientific product. The patient came into the clinic for evaluation the day after the alert was discovered. The pace impedance measurements in both the bipolar and unipolar configurations were noted to be normal in the approximately 600 ohm range and there were no high impedances measurements observed with isometric and pocket manipulation testing. The threshold in the bipolar configuration was also noted to be normal at 1.2 volts. Boston scientific technical services (ts) recommended to the healthcare provider (hcp) to program the rv lead to a split configuration of unipolar pacing and bipolar sensing. The rate response trend (rrt) sensor was confirmed to already be off. Ts explained further that if the lead remains in the bipolar pacing configuration, the issue will likely get worse over time as the device header spring contact continues to wear. The products remain in-service. No patient symptoms or adverse patient effects were reported.